Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Provided photo shows an implanted iol. There is a dark mark/line over the lens. The mark has been identified in the in the photo by the reporter by drawing a circle around it. The exact location (anterior/posterior surface of the lens) of the mark/line cannot be confirmed from the returned photo. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation procedure, the iol was damaged during the loading process and was found to have a scratch after being inserted into the eye.